Manufacturer narrative:
Concomitant medical product: olympus scope. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation, that a radial jaw 3 large capacity single-use biopsy forceps was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2010. According to the complainant, during the procedure, resistance was felt while passing the forceps through the scope. Once the device was pulled out it was noticed that the needle was bent. The procedure was completed with another radial jaw 3 large capacity single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.